Manufacturer narrative:
(B)(6). (B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008, the patient presented with preoperative diagnosis of c6-c7, c7-t1 fracture. Following procedures were performed: c6-c7, c7-tl posterior cervical fracture reduction. C6-c7, c7-t1 posterior cervical arthrodesis. Vertestack rod c6 to tl. Atlas cable c6 to t1. Grafton. Fluoroscopy. Per op notes, the facets were drilled down and packed with rh-bmp2/acs-soaked sponge. The allis cable was then tightened down to the appropriate tightness and crimped. The excess was cut off. The vertex rods were placed and locking caps were tightened down. The lamina were decorticated. Rh-bmp2/acs burritos with grafton were placed bilaterally. The cervical dorsal fascia was closed. No patient complications were reported as the result of this event. The patient underwent x-ray of lateral cervical spine due to "shoot c7". Conclusion: unremarkable lateral c-spine. On (B)(6) 2008, the patient underwent posterior cervical fusion procedure. The patient underwent a rrad c-arm due to posterior cervical fusion c6-t1. Also, the patient also underwent rrad cervical spine due to "mvc". Impression: c6-t1 posterior fusion. On (B)(6) 2008, the patient underwent rrad cervical spine due to "mvc" finding: moderate to severe dd was present at c5-c6 and c6-c7 with disc space narrowing and osteophytes. Uncovertebral djd was present at these levels as well. On (B)(6) 2008, the patient was discharged with discharge diagnoses as follows: motor vehicle crash. Cervical spine #6 and #7 fractures with anterior listhesis on cervical spine, #7 on thoracic spine #1 with right hand paresthesias. Thoracic spine #3 and #4 fractures. Spleen laceration. Occult left pneumothorax. Right posterior acetabular fracture, small. Alcohol intoxication. On (B)(6) 2008, the patient presented for a follow-up with complications of pain, burning on the palmar surface of her right hand, numbness and tingling in fingers. Review of systems revealed mood swings, anxiety, depression, back pain, muscle pain, stiffness, numbness and weakness. Also, ap and lateral cervical spine x-rays were reviewed and looked good. Impression: status post c6 to ti posterior cervical fusion, doing well. On (B)(6) 2008, the patient presented with complication of unable to move her head in her halo. The patient also underwent cct cervical spine w/o contrast due to fracture of vertebral column. The CT was reviewed and the fusion was good. Impression: interval c6-c7 posterior cervical fusion with reduction of fracture subluxation of the c7-t1 level with healing of the facet fractures noted in anatomic alignment. Right greater than left c5-c6 and bilateral c6-c7 neural foraminal narrowing. Residua 2 mm anterolisthesis of c7 on t1 and 2 mm retrolisthesis of c5 on 6. On (B)(6) 2008, the patient presented with numbness in her right 4th and 5th digits and pain along the sides of her neck. X-rays were reviewed after removal of her halo vest and there was no change in her angulation. Impression: status post c6-7/ti posterior cervical fusion for fractures. The patient also underwent mct cervical sp w/o contrast due to "fx c 6". Conclusion: anatomic reduction of the cervical spine, with evidence of healing fractures of left pedicle and right lamina of c7. Posterior fusion c6-t1. On (B)(6)2008, the patient presented with pain in left frontal pint site, hurting eyebrow, cold, right leg pain, numbness and tingling in right 4th and 5th digits and muscle pain between her shoulders. Also, ap and lateral cervical spine x-rays were reviewed and looked stable. Impressions: status post posterior cervical fusion, c6 to ti with subsequent halo.